Manufacturer narrative:
H.6. Investigation: two samples (model #11522558) were returned from the customer. It was reported that the tubing is allowing air to travel past at the blue clamp and has almost reached the patient before alarming on at least 3 occasions. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed successfully with saline. After priming, the sets were drained to see where the ball would land. The ball landed where it should at the bottom of the drip chamber and did not allow air in the line. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 11522558 lot number 21045547 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21045547 regarding item #11522558. H3 other text : see h.10.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets allowed air past the clamp into the line during use. The following information was provided by the initial reporter: "I heard today that over the past few weeks there has been an issue with the bd alaris pump infusion set with ball valve. The girls in infusion are telling me that the tubing is allowing air to travel past at the blue clamp and has almost reached the patient before alarming, on at least 3 occasions over the past 3 weeks."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets allowed air past the clamp into the line during use. The following information was provided by the initial reporter: "I heard today that over the past few weeks there has been an issue with the bd alaris pump infusion set with ball valve. The girls in infusion are telling me that the tubing is allowing air to travel past at the blue clamp and has almost reached the patient before alarming, on at least 3 occasions over the past 3 weeks."